Event description:
It was reported the patient "fried" their mpu within 2 weeks of implant. The mobile power unit (mpu) chirped once and then died. Troubleshooting was performed between the patient and the implanting center with no resolve. A new mpu was issued.

Manufacturer narrative:
Section a4 - patient weight not provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mobile power unit (mpu) not powering on was confirmed. The mpu (serial number: (B)(6)) was returned for analysis to the service depot and was evaluated and tested on (B)(6) 2024. The mpu was powered on and was unable to boot up as intended. The power supply assembly was replaced, and then the mpu was able to pass all testing. It was stated that the mpu would be returning to the customer ready for use, and that the power supply assembly would be forwarded to product performance engineering (ppe) for further investigation. The power supply assembly was received and tested by ppe. The reported event of the mpu not functioning was confirmed. A digital multimeter (dmm) was then used to measure various components. It was found that diode d25 was blown, and not operational. The same diode on a test board was measured to be 15v, and the diode d25 on the returned board was measured to be 0v. This diode being blown is consistent with the reported event. No further troubleshooting was performed. The reported event was reproduced. Multiple good faith efforts were sent in attempt to retrieve additional information regarding patient condition, more information as to what was meant by ¿frying,¿ and if log files were available; however, no response was received. The root cause for the reported event was determined to be due to the breakdown of diode d25; however, a further root cause as to how this damage occurred was unable to be conclusively determined. The device history records were reviewed for the mobile power unit (serial number: (B)(6)) and it was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate 3 patient handbook (rev. D) section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) (rev. C) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. This section stated to use a damp cloth to clean the exterior surfaces of the system and cautions the user to ensure that water does not penetrate the interior of the equipment. Heartmate 3 instructions for use (rev. C) section 8 ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6 ¿caring for the equipment¿ explain how to properly handle the equipment to prevent damage. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.